Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown tray; lot#: unknown. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgeon impacted tray on the bearing, the bearing was loose inside the tray. Another bearing was opened and impacted, there was no loosening with the second bearing and tray.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.